Manufacturer narrative:
Due to character limitation at e1 event site full name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had screen is not booting up. There is no patient involvement and no harm reported.

Event description:
It was reported that during repair the cardiosave intra aortic balloon pump (iabp) had screen is not booting up. There was not patient involved. The costumer noted fault codes # 67 and # 107 in the fauld log. A getinge field service engineer (fse) inspected the unit and determined the bp transducer was causing the system failure.

Manufacturer narrative:
Updated data: b4, g3, b5, g6, h1, h2, h3, h11. (Type of investigation, investigation findings, component codes, investigation conclusions, medical device ¿ problem code). The fse removed the bp transducer cable and system booted as expected. The fse replaced the bp transducer cable provided by the customer. The unit passed all funtional and safety tests per manufacturer specifications.